Manufacturer narrative:
Device evaluation by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. It was noted that approximately 2mm of one of the blades was completely detached from the balloon pad and was returned with the device. The remaining 18mm of the blade and blade pad remained bonded to the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device. All other blades were intact and fully bonded to the balloon material. A visual examination identified the returned balloon were relaxed with evidence of inflation media in the balloon. A visual and microscopic examination identified no issues with the balloon material. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no damage or kinks to the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26feb2021. It was reported that the blade was bent. The 90% stenosed target lesion was located in the non tortuous and mildly calcified forearm vein just above the shunt anastomosis. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, the balloon was dilated four times at 6atm and 10atm accordingly. The balloon was indeflated once for 5 seconds. However, full dilatation could not be obtained because the lesion was very hard. During dilation, it was noted that the blade was bent at the lesion. Since it was bent at the tip of the sheath, it was possible to be removed as it was. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the blade was completely detached.

Manufacturer narrative:
Device evaluation by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. It was noted that approximately 2mm of one of the blades was completely detached from the balloon pad and was returned with the device. The remaining 18mm of the blade and blade pad remained bonded to the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device. All other blades were intact and fully bonded to the balloon material. A visual examination identified the returned balloon were relaxed with evidence of inflation media in the balloon. A visual and microscopic examination identified no issues with the balloon material. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no damage or kinks to the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26feb2021. It was reported that the blade was bent. The 90% stenosed target lesion was located in the non tortuous and mildly calcified forearm vein just above the shunt anastomosis. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, the balloon was dilated four times at 6atm and 10atm accordingly. The balloon was indeflated once for 5 seconds. However, full dilatation could not be obtained because the lesion was very hard. During dilation, it was noted that the blade was bent at the lesion. Since it was bent at the tip of the sheath, it was possible to be removed as it was. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the blade was completely detached. It was further reported that when the device was collected after use, the blade was bent, but not detached. It is possible that the blade detached during packing the device for return.